Event description:
On 1/15/99, the rescue team arrived to find a 63-year-old male in cardiac arrest. It is not known how long the pt was in caridac arrest prior to the arrival of the emergency team. The pt was still warm with no signs of lividity. A bystander started cardiopulmonary resuscitation. The defibrillator and r2 electrode pads were attached to the pt. The electrode pads were visually inspected prior to use and appeared normal. When the analyze button on the defibrillator was pressed, the unit prompted "motor only" and would not analyze the pt. Two sets of electrode pads were tried with two defibrillatior with the same "monitor only" prompt appearing. After the third set of pads was applied, the unit analyzed the pt as asystole.